Event description:
It was reported to philips that the system failed to perform fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The event occurred during the coronary planned treatment/non-emergency treatment. The procedure was delayed and got completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro was not happening. Upon functional testing the fse found that the system software corrupted, which resulted in the reported issue. The philips engineer replaced hard disc, reloaded the software back up , reconfigured, and recalibrate system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.